Event description:
It was additionally reported that the patient had consistently reduced flow with suspected obstruction. The patient was stable post pump exchange.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6)confirmed thrombus within the inflow cannula, which would have contributed to the reported low flow alarms. The controller event log file contained events from (B)(6) 2023. A continuous low flow hazard alarm was captured throughout the entirety of the file. No other notable events or alarms were observed. Despite the decrease in flow, the pump appeared to function as intended at the fixed speed. (B)(6) was returned assembled with the pump cable severed approximately 7¿ from the pump header. The remainder of the pump cable and the modular cable were not returned. The sealed outflow graft was returned attached to the pump cover outlet port with the sealed outflow graft bend relief engaged to the graft hardware. The cuff lock had been disengaged prior to the pump¿s return and the apical cuff was not returned with the device. Evaluation of the inflow cannula lumen revealed a red/pink, tissue-like thrombus formation at the distal end. The color and structure of the thrombus formation, as well as its adherence to the textured surface suggested that it developed within the distal end of the inlet extension over an undetermined amount of time while the pump was supporting the patient. Although a specific cause for the formation of the thrombus could not be conclusively determined through this evaluation, it appeared to be moderately occlusive of the blood flow path and could have contributed to the reported increase in low flow alarms. Visual examination of the pump¿s remaining blood-contacting surfaces did not reveal any additional developed or adhered depositions or thrombus formations that would have contributed to a functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G, and the heartmate 3 patient handbook, rev. G, are currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events, including pump thrombosis, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 also addresses all pump parameters. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms, and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 6 of the IFU, ¿patient care and management¿ provides information regarding anticoagulation, including recommended international normalized ratio (inr) values, and the suggested anticoagulation modifications. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the patient had consistently reduced flow with suspected obstruction. The patient was stable post exchange.

Event description:
It was reported that the patient had increased low flow alarms and general worsened condition. The log file analysis shows a continuous reduction in flow over 2 weeks. A computed tomography (CT) and an echocardiography were performed. The pump was exchanged without any further complications and the pump ran as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.